Manufacturer narrative:
No additional information was provided by royal marsden hospital-sutton. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below

Event description:
It was reported that injury caused to a patient following the use of a chloraprep. Verbatim: chloraprep - miq-12062021-440 - united kingdom - not all info provided at time of entry, email verbatim: further to our conversation please find below images of an injury caused to a pt following the use of a chloraprep the injuries now 3 weeks old have still not healed . Please advise . This is subject to a complaint.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that injury caused to a patient following the use of a chloraprep. Verbatim: chloraprep - miq-(B)(4), (B)(6), not all info provided at time of entry, email verbatim: further to our conversation please find below images of an injury caused to a pt following the use of a chloraprep the injuries now 3 weeks old have still not healed . Please advise. This is subject to a complaint.